Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported saline-filled "outer shell of the implant 'ruptured' but the internal gel part was intact." Device was explanted. This record is for the left side.